Event description:
It was reported that this pacemaker and other manufactures right atrial (ra) lead exhibited high out of range pacing impedances measuring greater than 3000 ohms. The lead impedances were stable a few months ago and been gradually increasing. Technical services recommended to check for noise by performing isometrics and pocket manipulation. The device may be programmed a split configuration so that pacing is unipolar and sensing is bipolar. This pacemaker and other manufactures ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to include a new code added to h6.

Event description:
It was reported that this pacemaker and other manufactures right atrial (ra) lead exhibited high out of range pacing impedances measuring greater than 3000 ohms. The lead impedances were stable a few months ago and been gradually increasing. Technical services recommended to check for noise by performing isometrics and pocket manipulation. The device may be programmed a split configuration so that pacing is unipolar and sensing is bipolar. This pacemaker and other manufactures ra lead remains in service. No adverse patient effects were reported. Additional information was received that this other manufactures right atrial (ra) lead had observations of loss of capture when programmed at 5v@1ms. No adverse patient effects were reported.